Manufacturer narrative:
A ge rep asked the customer if they would like service to come out and look at the machine, but the customer declined.

Event description:
Customer stated that after case, the system was shut down and moved out of the room. The tech restarted the system to send images to pacs and all pt info and images were deleted off of the system.